Event description:
Related manufacturer report number: 1627487-2022-02782. It was reported that the patient lost therapy. It was noted that the patient's lead was fractured and had high impedances, and that the patient's lead was pulled out. As a result, the patient had their ipg explanted.